Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "off set self check failure - 1176" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation; the customer's report was observed and attributed to missing smart pneumatic module serial numbers in the calibration file. The serial numbers were re-loaded to the calibration file to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.